Event description:
On 09/03/2021 it was reported by a sales rep via email that during a procedure while using an ar-1588btb-2j tightrope® when the surgeon pulled tension on the white shortening sutures it was realized the graft was not shuttling properly at the bone block. This was discovered during use in a knee procedure. The case was completed the surgeon opened an acl fibertag tightrope and reconstructed the graft.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is unable to be confirmed based on the customer provided photo and without receipt of the device for physical evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning. No change in harm was identified.